Event description:
It was reported that when device was used, it successfully deployed t1, but failed to deploy t2. T1 was removed from the patient and procedure was completed with a backup device with no major delay. No patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the insertion needle but were returned for evaluation. Examination of the construct showed t2 is missing and the suture has been cut were t2 normally resides. T1 shows no abnormalities. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. This investigation could not verify or identify any evidence of product contribution to the reported complaint.